Event description:
The customer, mother of the pt, states that the inner cannula pops out during pt use. The customer reported the tube was replaced and the same problem occurred on the replacement tube. (B)(4).

Manufacturer narrative:
The sample is currently in transit to the manufacturing site for analysis.